Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The coating of grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe was broken when the probe received a load. An error occurred due to the cracks. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01347.

Event description:
During an open nephrectomy and splenectomy, the subject device was used. After an hour of use, unspecified error occurred and the probe of the device was broken off outside the patient. The procedure was completed with a high frequency cautery device. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the coating of grasping section was partially missing on october 5, 2016. And it was not reported that the fragment of the coating fell into the patient. This MDR is regarding the breaking of the probe.